Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was implanted on (B)(6), 2019. On (B)(6), 2022 the patient attempted to have shunt reprogrammed from a setting 5 to 6. They attempted to reprogram to 6 and both the manual and electronic program confirmed change. The patient was sent down to x-ray to confirm but x ray continued to show valve was at a 5. They set shunt at 7 as that was closest to 6 but on august 05, 2022, patient presented with shunt failure symptoms, therefore, the valve was explanted and replaced with a new valve. The patient was having signs of ventricular enlargement and severe lethargy when underdraining.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828800pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no programing issues were noted.